Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data error issue could not be verified. Additionally, the alleged unexpected reset issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an unexpected reset occurred. The customer¿s blood glucose was 190(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.